Manufacturer narrative:
D10 concomitant product: ils-1800-kt, ils-1800-kt procedure kit illumisite 180 (lot # 532145) ils-1800-kt, ils-1800-kt procedure kit illumisite 180 (lot # 531802). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the patient had three different nodule locations. The physician first attempted to navigate to a right upper lobe nodule, during which the catheter repeatedly indicated it was going in and out of sensing volume and the catheter's tip color alternated between purple and blue on the screen when moved. No changes took place to the catheter (locatable guide & extended working channel) outside of the patient. Location of patient sensor triplets and location board locations were confirmed both during setup and intra-procedurally. The catheter was replaced with another, and the (cgs) continues guidance system was restarted on the back of the tower; however, the same issue occurred. A third catheter was retrieved, and after initial registration, the physician again attempted to reach the same nodule, and the device still experienced issues, but was used to complete the case. The physician then navigated to two lower lobe nodules, but only one was biopsied. The surgical time was extended for about 35 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition: the extended working channel (ewc) was kinked. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: h5, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that a catheter decoupling occurred and the device was outside of the magnetic volume. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition: the extended working channel (ewc) was kinked. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.